Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the reported patient death is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient death. The subject device is not available.

Event description:
It was reported that the patient died for unknown reason after thrombectomy procedure at the right mca (middle carotid artery) m1. The death occurred between 34 to 102 days post procedure. 7 days post-procedure, the patient¿s mrs (modified rankin scale) was 4 and the nihss (national institutes of health stroke scale) was 10. In addition, 34 days post-procedure, the patient¿s mrs was 4 as well. No further information is provided for now.